Manufacturer narrative:
Customer's bottle was reported to have been opened on an unk date but called on 11/27/96. Use-life date expired on at least 3/27/97. As of 4/15/97, return product has not been received. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.

Event description:
A pharmacist reported that a customer returned a box of test strips because the results of 6 consecutive normal control solution tests were out of the normal control solution range. The pharmacist did not know whether the results were out of range on the low or high end of the control range. The pharmacist had no other customer info. The desiccant is in the open bottle.